Manufacturer narrative:
Preliminary analysis did not reveal any irregularities on the subject device.

Event description:
The subject device was implanted on (B)(6) 2014 at (B)(6). Reportedly, one year later, there was a suspicion of non-functional lead with intervention to check as well as to re-position the lead. On (B)(6) 2016, an increase of the impedance (3000 ohms) on the atrial channel was notified. When the lead was tested externally, a normal operation of the lead was demonstrated. The physician then decided to explant the subject device.

Event description:
The subject device was implanted on (B)(6) 2014 at (B)(6). Reportedly, one year later, there was a suspicion of non-functional lead with intervention to check as well as to re-position the lead. On (B)(6) 2016, an increase of the impedance (3000 ohms) on the atrial channel was notified. When the lead was tested externally, a normal operation of the lead was demonstrated. The physician then decided to explant the subject device.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by livanova that was cleared or approved by FDA for marketing in the united states.

Event description:
The subject device was implanted on (B)(6) 2014 at (B)(6). Reportedly, one year later, there was a suspicion of non-functional lead with intervention to check as well as to reposition the lead. On (B)(6) 2016, an increase of the impedance (3000 ohms) on the atrial channel was notified. When the lead was tested externally, a normal operation of the lead was demonstrated. The physician then decided to explant the subject device.